Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was not returned.